Event description:
It was reported the patient had still not been scheduled for surgery. Additional information received reported the patient¿s catheter was patent at this time and the catheter dye study showed no findings that suggested the patient needed a catheter revision. It was further reported there was no catheter revision and the healthcare provider¿s initial dictation from the catheter dye study note said he believed the catheter was patent and no catheter revision needed to be done. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient experienced increased spasticity. Patient started having increased spasticity when she lies completely flat. The physician believed that the catheter get compressed against the vertebral body when patient lies flat. The logs were checked and a dye study was performed. The physician did a catheter dye study and was not able to see the dye in the intrathecal space. The physician plans on revising the catheter. The patient status was indicated as alive - no injury. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).